Event description:
There was an allegation of discrepant hcv results with the cobas®mpx kit (480t) from the cobas 5800 analyzer for a single patient. On (B)(6) 2025, the initial sample was processed as pp1 and generated a reactive hcv result with a CT value of 42.57. The same sample was repeated twice, and both repeated tests generated non-reactive results.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The most likely cause is either a low viral low pre-analytical contamination or a sample near or below the hcv limit of detection (lod).